Manufacturer narrative:
Only the suture, posterior needle tip, posterior cuff and link were returned. The suture rail end was cut, 31.5cm from the swage end of the posterior needle tip. The cut portion of the suture including the pre-tied knot was not returned; thus, the reported suture malposition could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned material analysis found three additional proglide sutures noting deployment/retrieval failures. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The suture of the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.